Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received and a lot number was not provided. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the physician, who is not trained in use of the device, attempted a femoral arteriotomy closure using the starclose vascular closure system after an unk procedure. It was the second time the physician had used the starclose device. The sheath split and the clip fired but the clip stuck on the distal end of the starclose sheath. Hemostasis was achieved with manual compression. No add'l info is available.